Event description:
It was reported that the customer was hospitalized on (B)(6), 2014 due to diabetic ketoacidosis and high blood glucose levels. Customer was treated with intravenous drip of insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.